Event description:
Baxter reported a pt coming from the operating room after knee surgery (after having received a bolus of spinal morphine) was placed on an ipump for pca. The facility did not expect the pt to begin using the pump for several hours as the pt was still sleep. The pump had been on the pt for about 10 minutes when the nurse noticed it as registering bolus doses every time the pt moved. The pump was programmed to deliver 10 mg of demerol every 6 minutes. The pt has registered 29 attempts and 2 successful boluses. The pt received 16mg of demerol. The nurse noticed what was happening very quickly and changed the cable on the pump. The pt was not harmed, however, spent a couple of extra hours in recovery room being monitored. Reportedly, the wire was flawed on the pt control cord. The cable had a distinct tear and kink approx 6 inches from the pump. When the facility's biomed tested the cable on a different pump the "release pca button" alert came on.